Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04057, for the other associated device info. It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2009 on a (B)(6) male patient. According to the complainant, during the procedure, the first clip would not advance out of the sheath. The second resolution clip device once out of the sheath, the clip would not open. The procedure was completed with a third resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be great.